Event description:
Reprise IV study: it was reported that coronary obstruction occurred. A lotus introducer was placed, and the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. In accordance with the directions for use, successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The same day of index procedure, the subject developed coronary obstruction. Intravascular ultrasound (ivus) was performed. The event was treated with the placement of a stent in left main. The event was considered to be resolved. It was further reported that one (1) day post index procedure, electrocardiogram (ECG) revealed sinus rhythm with first degree atrioventricular (av) block and possible left atrial enlargement. St and t wave abnormality was noted. Thee (3) days post index procedure, ECG revealed sinus rhythm with left ventricular hypertrophy. Left bundle branch block (lbbb) was initially not present which however reoccurred in the subsequent ECG later that day. Five (5) days post index procedure, subject was noted to have a stable ECG.

Manufacturer narrative:
A1 patient identifier corrected from (B)(6) to (B)(6). A2 age at time of event & unit of measure - age: updated. A5 race: updated. B5 describe event or problem: updated. B6 relevant tests/laboratory data: updated. B7 other relevant history: updated. H6 patient codes: updated.

Event description:
(B)(6) study. It was reported that coronary obstruction occurred. A lotus introducer was placed, and the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. In accordance with the directions for use, successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. There was no difficulty in positioning and deploying the lotus edge valve, it was correctly positioned. The same day of index procedure, the subject developed coronary obstruction. Intravascular ultrasound (ivus) was performed. The event was treated with the placement of a stent in left main. The event was considered to be as recovered/resolved.